Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as bruising under the therapy and ECG electrodes. The patient's doctor prescribed triminicole cream. The patient's medical outcome is unknown. The patient ended use of the lifevest.